Manufacturer narrative:
The device was returned to zoll for investigation. The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional procode = dro. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib pacer disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.